Manufacturer narrative:
Result: reportable due to alleged death. There was no malfunction found with the bed.

Event description:
It was reported the caregiver had not set the bed exit function, and the patient exited the bed without the knowledge of the nurses, and was found deceased. There was no malfunction found with the bed.